Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. In (B)(6) of 2014, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2015 the consumer underwent a bilateral salpingectomy or removal of the fallopian tubes, to try and alleviate the symptoms. The relationship between the events and essure was related by the reporter. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a bilateral salpingectomy or removal of the fallopian tubes, to try and alleviate the symptoms. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), allergy to metals ("allergic reaction to the nickel associated with the coils/nickel reaction / allergic or hypersensitivity reaction type: zinc/nickel jewelry") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. B83871-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2000,(B)(6) 2003,(B)(6) 2010,(B)(6) 2013), constipation, migraine, abdominal pain in 2015, nausea in 2015, allergic urticaria in 2004, delivery in 2003, chest tightness in 2005, depression in 2005, mental disorder, dysuria in 2008, urinary tract infection in 2008, neck pain on (B)(6) 2012, bipolar disorder on (B)(6) 2013, depression on (B)(6) 2013, schizophrenia on (B)(6) 2013, anxiety on (B)(6) 2013, post-traumatic stress disorder, vaginal pain in 2009, weakness postural, back surgery, hand operation, laparoscopy, ovarian cystectomy and salpingectomy. Previously administered products included for migraine pain: ibuprofen from 2014 to 2015; for nausea: percocet in 2015; for an unreported indication: cetirizine from 2014 to (B)(6) 2018, hydrocortisone from 2014 to 2016, benadryl from (B)(6) 2014 to 2016 and depo peovera from (B)(6) 2013. Past adverse reactions to the above products included contraception with depo peovera. Concurrent conditions included obesity, gestational diabetes, caffeine consumption, nonsmoker, abstains from alcohol, allergic reaction, allergic rhinitis, anxiety disorder, tension headache, hernia, low back pain, migraine headache, trichotillomania, neck strain, antepartum bleeding, suicidal ideation, tinea cruris, bipolar I disorder and gestational diabetes mellitus. Family history included diabetes mellitus and hypertension. Concomitant products included caffeine for fatigue, ibuprofen and ibuprofen (motrin) for migraine and headache as well as clorazepate dipotassium (clorazepate) since 2010, clorazepate dipotassium (dipotassium clorazepate) since 2010, fluoxetine hydrochloride (prozac) since 2010, levonorgestrel (mirena) since (B)(6) 2014, lithium since (B)(6) 2018 and risperidone since 2011. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), weight fluctuation ("weight gain / loss (specify which one) weight fluctuation") and weight decreased ("weight gain / loss (specify which one) weight fluctuation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings"), the first episode of vaginal discharge ("discharge"), hot flush ("hot flashes") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder disorder ("bladder or urinary problems"), urinary tract disorder ("urinary problems"), the second episode of vaginal discharge ("vaginal discharge"), flank pain ("side pain"), abdominal pain upper ("stomach pain"), musculoskeletal chest pain ("rib pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (hysterectomy and bilateral salpingectomy (left essure coil) removed on (B)(6) 2015) and surgery (biiaterai salpingectomy done and retained essure (right fallopain tube) was removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, bladder disorder, urinary tract disorder, headache, musculoskeletal chest pain, abdominal pain lower, depression, urticaria, weight fluctuation and weight decreased outcome was unknown, the allergy to metals had not resolved, the genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, fatigue, vaginal haemorrhage and nausea had resolved and the weight increased, the last episode of vaginal discharge, flank pain and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, nausea, urinary tract disorder, urticaria, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, enterolysis was done. There were 3 coils in the uterine cavity after removal of the insertion device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bowel gas pattern is nonobstructive; on (B)(6) 2014: total bilateral occlusion then total bilateral occlusion on (B)(6) 2014, hysterosalpingogram was done with 2 radiopaque linear devices whcih were seen consistent with essure coils. Initial imaging demonstrated contrast extending into a myometrial veins. Additional later image showed contrast filling the endometrium which had normal shape and contour. There was no definite extension of contrast beyond the inner or outer essure coils, and no peritoneal spillage was present. Impression: no definite extension of contrast beyond the essure coils consistent with tubal occlusion. There was contrast, however seen extending into the myometrial veins. Total bilateral occlusion on (B)(6) 2014, hysterosalpingogram was done with supine ap radiograph of the abdomen whcih revealed that pressure device was noted projecting over the inferior right sacral wing. Stool was noted in the ascending, transverse, and recto sigmoid colon. Bowel gas pattern was nonobstructive. No acute bone or joint abnormalities wereidentified. Impression included a retained essure device whcih was identified projecting over the right inferior sacral wing and mild stool burden was noted in the colon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device dislocation, urticaria, allergy to metals, dysmenorrhea, migraine and headache, back pain. Most recent follow-up information incorporated above includes: on 1-oct-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), allergy to metals ("allergic reaction to the nickel associated with the coils/nickel reaction / allergic or hypersensitivity reaction type: zinc/nickel jewelry") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. B83871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2000,(B)(6) 2003,(B)(6) 2010,(B)(6) 2013), constipation, migraine, abdominal pain in 2015, nausea in 2015, allergic urticaria in 2004, delivery in 2003, chest tightness in 2005, depression in 2005, mental disorder, dysuria in 2008, urinary tract infection in 2008, neck pain on (B)(6) 2012, bipolar disorder on (B)(6) 2013, depression on (B)(6) 2013, schizophrenia on (B)(6) 2013, anxiety on (B)(6) 2013, post-traumatic stress disorder, vaginal pain in 2009, weakness postural, back surgery, hand operation, laparoscopy, ovarian cystectomy and salpingectomy. Previously administered products included for migraine pain: ibuprofen from 2014 to 2015; for nausea: percocet in 2015; for an unreported indication: cetirizine from 2014 to (B)(6) 2018, hydrocortisone from 2014 to 2016, benadryl from (B)(6) 2014 to 2016 and depo peovera from (B)(6) 2013 to (B)(6) 2013. Past adverse reactions to the above products included contraception with depo peovera. Concurrent conditions included obesity, gestational diabetes, caffeine consumption, nonsmoker, abstains from alcohol, allergic reaction, allergic rhinitis, anxiety disorder, tension headache, hernia, low back pain, migraine headache, trichotillomania, neck strain, antepartum bleeding, suicide, tinea cruris, bipolar I disorder and gestational diabetes mellitus. Family history included diabetes mellitus and hypertension. Concomitant products included caffeine for fatigue, ibuprofen and ibuprofen (motrin) for migraine and headache as well as clorazepate dipotassium (clorazepate) since 2010, clorazepate dipotassium (dipotassium clorazepate) since 2010, fluoxetine hydrochloride (prozac) since 2010, levonorgestrel (mirena) since (B)(6) 2014, lithium since (B)(6) 2018 and risperidone since 2011. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), weight fluctuation ("weight gain / loss (specify which one) weight fluctuation") and weight decreased ("weight gain / loss (specify which one) weight fluctuation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings"), the first episode of vaginal discharge ("discharge"), hot flush ("hot flashes") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder disorder ("bladder or urinary problems"), urinary tract disorder ("urinary problems"), the second episode of vaginal discharge ("vaginal discharge"), flank pain ("side pain"), abdominal pain upper ("stomach pain"), musculoskeletal chest pain ("rib pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (hysterectomy and bilateral salpingectomy (left essure coil) removed on (B)(6) 2015) and surgery (biiaterai salpingectomy done and retained essure (right fallopain tube) was removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, bladder disorder, urinary tract disorder, headache, musculoskeletal chest pain, abdominal pain lower, depression, urticaria, weight fluctuation and weight decreased outcome was unknown, the allergy to metals had not resolved, the genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, fatigue, vaginal haemorrhage and nausea had resolved and the weight increased, the last episode of vaginal discharge, flank pain and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, nausea, urinary tract disorder, urticaria, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, enterolysis was done. There were 3 coils in the uterine cavity after removal of the insertion device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bowel gas pattern is nonobstructive; on (B)(6) 2014: total bilateral occlusion then total bilateral occlusion on (B)(6) 2014, hysterosalpingogram was done with 2 radiopaque linear devices which were seen consistent with essure coils. Initial imaging demonstrated contrast extending into a myometrial veins. Additional later image showed contrast filling the endometrium which had normal shape and contour. There was no definite extension of contrast beyond the inner or outer essure coils, and no peritoneal spillage was present. Impression: no definite extension of contrast beyond the essure coils consistent with tubal occlusion. There was contrast, however seen extending into the myometrial veins. Total bilateral occlusion on (B)(6) 2014, hysterosalpingogram was done with supine ap radiograph of the abdomen which revealed that pressure device was noted projecting over the inferior right sacral wing. Stool was noted in the ascending, transverse, and recto sigmoid colon. Bowel gas pattern was nonobstructive. No acute bone or joint abnormalities were identified. Impression included a retained essure device which was identified projecting over the right inferior sacral wing and mild stool burden was noted in the colon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device dislocation, urticaria, allergy to metals, dysmenorrhea, migraine and headache, back pain. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives , nausea , weight fluctuation. Outcome of event genital haemorrhage, dysmenorrhoea, fatigue, migraine were update. Onset date of event menorrhagia, allergy to metals, dyspareunia, dysmenorrhoea, fatigue, headache, migraine, weight increased were update. Concomitant disease, historical drug, plaintiff name were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), allergy to metals ("allergic reaction to the nickel associated with the coils/nickel reaction") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2003, (B)(6) 2010, (B)(6) 2013), constipation, migraine, abdominal pain in 2015, nausea in 2015, allergic urticaria in 2004, delivery in 2003, chest tightness in 2005, depression in 2005, mental disorder, dysuria in 2008, urinary tract infection in 2008, neck pain on (B)(6) 2012, bipolar disorder on (B)(6) 2013, depression on (B)(6) 2013, schizophrenia on (B)(6) 2013, anxiety on (B)(6) 2013, post-traumatic stress disorder, vaginal pain in 2009, weakness postural, back surgery, hand operation, laparoscopy, ovarian cystectomy and salpingectomy. Previously administered products included for migraine pain: ibuprofen from 2014 to 2015; for nausea: percocet in 2015; for an unreported indication: cetirizine from 2014 to (B)(6) 2018, hydrocortisone from 2014 to 2016 and benadryl from (B)(6) 2014 to 2016. Concurrent conditions included obesity, gestational diabetes, caffeine consumption, nonsmoker, abstains from alcohol, allergic reaction, allergic rhinitis, anxiety disorder, tension headache, hernia, low back pain, migraine headache and trichotillomania. Family history included diabetes mellitus and hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), the first episode of vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), the second episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flank pain ("side pain"), abdominal pain upper ("stomach pain"), musculoskeletal chest pain ("rib pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (hysterectomy and bilateral salpingectomy (left essure coil) removed on (B)(6) 2015 ) and surgery (biiaterai salpingectomy done and retained essure (right fallopain tube) was removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, musculoskeletal chest pain and abdominal pain lower outcome was unknown, the allergy to metals had not resolved and the dysmenorrhoea, weight increased, the last episode of vaginal discharge, fatigue, flank pain and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, urinary tract disorder, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, enterolysis was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. On (B)(6) 2014, hysterosalpingogram was done with 2 radiopaque linear devices whcih were seen consistent with essure coils. Initial imaging demonstrated contrast extending into a myometrial veins. Additional later image showed contrast filling the endometrium which had normal shape and contour. There was no definite extension of contrast beyond the inner or outer essure coils, and no peritoneal spillage was present. Impression: no definite extension of contrast beyond the essure coils consistent with tubal occlusion. There was contrast, however seen extending into the myometrial veins. Total bilateral occlusion. On (B)(6) 2014, hysterosalpingogram was done with supine ap radiograph of the abdomen whcih revealed that pressure device was noted projecting over the inferior right sacral wing. Stool was noted in the ascending, transverse, and recto sigmoid colon. Bowel gas pattern was nonobstructive. No acute bone or joint abnormalities wereidentified. Impression included a retained essure device whcih was identified projecting over the right inferior sacral wing and mild stool burden was noted in the colon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device dislocation, urticaria, allergy to metals, dysmenorrhea, migraine and headache. Quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: reporter information, other relevant history , lab data, events- allergic reaction to the nickel associated with the coils, menorrhagia, bladder or urinary problems, urinary problems, migraines, headaches, migration of essure device, vaginal discharge, fatigue, side pain, stomach pain, rib pain and cramp were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), allergy to metals ("allergic reaction to the nickel associated with the coils/nickel reaction / allergic or hypersensitivity reaction type: zinc/nickel jewelry") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. B83871-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (B)(6)2000,(B)(6)2003,(B)(6)2010,(B)(6)2013), constipation, migraine, abdominal pain in 2015, nausea in 2015, delivery in 2003, chest tightness in 2005, depression in 2005, mental disorder, dysuria in 2008, urinary tract infection in 2008, neck pain on (B)(6)2012, bipolar disorder on (B)(6)2013, depression on (B)(6)2013, schizophrenia on (B)(6)2013, anxiety on (B)(6)2013, post-traumatic stress disorder, vaginal pain in 2009, weakness postural, back surgery, hand operation, laparoscopy, ovarian cystectomy and salpingectomy. Previously administered products included for migraine pain: ibuprofen from 2014 to 2015; for nausea: percocet; for an unreported indication: cetirizine from 2014 to (B)(6)2018, hydrocortisone from 2014 to 2016, benadryl from (B)(6)2014 to 2016 and depo peovera from (B)(6)2013 to (B)(6)2013. Past adverse reactions to the above products included contraception with depo peovera. Concurrent conditions included obesity, allergic urticaria since 2004, gestational diabetes, caffeine consumption, nonsmoker, abstains from alcohol, allergic reaction, allergic rhinitis, anxiety disorder, tension headache, hernia, low back pain, migraine headache, trichotillomania, neck strain, antepartum bleeding, suicidal ideation, tinea cruris, bipolar I disorder, gestational diabetes mellitus, vaginal bleeding, hernia, post-traumatic stress disorder and schizoaffective disorder. Family history included diabetes mellitus and hypertension. Concomitant products included caffeine for fatigue, ibuprofen for migraine and headache as well as clorazepate dipotassium (clorazepate) since 2010, clorazepate dipotassium (dipotassium clorazepate) since 2010, fluoxetine hydrochloride (prozac) since 2010, levonorgestrel (mirena) since (B)(6)2014, lithium since (B)(6)2018 and risperidone since 2011. In (B)(6)2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives") and nausea ("nausea"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6)2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss (specify which one) weight fluctuation") and experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and weight fluctuation ("weight gain / loss (specify which one) weight fluctuation"). In (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings"), the first episode of vaginal discharge ("discharge"), hot flush ("hot flashes") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder disorder ("bladder or urinary problems"), urinary tract disorder ("urinary problems"), the second episode of vaginal discharge ("vaginal discharge"), flank pain ("side pain"), abdominal pain upper ("stomach pain"), musculoskeletal chest pain ("rib pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy and bilateral salpingectomy (left essure coil) removed on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, loss of libido, mood swings, hot flush, dyspareunia, back pain, bladder disorder, urinary tract disorder, headache, musculoskeletal chest pain, depression, weight fluctuation and weight decreased outcome was unknown, the allergy to metals had not resolved, the genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, the last episode of vaginal discharge, fatigue, abdominal pain lower, vaginal haemorrhage and nausea had resolved and the weight increased, flank pain, abdominal pain upper and urticaria was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, nausea, urinary tract disorder, urticaria, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on (B)(6)2015, enterolysis was done. There were 3 coils in the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: bowel gas pattern is nonobstructive; on (B)(6)2014: results: total bilateral occlusion; on (B)(6)2014: results: total bilateral occlusion. On (B)(6)2014, hysterosalpingogram was done with 2 radiopaque linear devices which were seen consistent with essure coils. Initial imaging demonstrated contrast extending into a myometrial veins. Additional later image showed contrast filling the endometrium which had normal shape and contour. There was no definite extension of contrast beyond the inner or outer essure coils, and no peritoneal spillage was present. Impression: no definite extension of contrast beyond the essure coils consistent with tubal occlusion. There was contrast, however seen extending into the myometrial veins. Total bilateral occlusion. On (B)(6)2014, hysterosalpingogram was done with supine ap radiograph of the abdomen which revealed that pressure device was noted projecting over the inferior right sacral wing. Stool was noted in the ascending, transverse, and recto sigmoid colon. Bowel gas pattern was nonobstructive. No acute bone or joint abnormalities were identified. Impression included a retained essure device which was identified projecting over the right inferior sacral wing and mild stool burden was noted in the colon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device dislocation, urticaria, allergy to metals, dysmenorrhea, migraine and headache, back pain. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet and medical record was received. Events onset date were added. Events outcome updated for vaginal discharge to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 14-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a bilateral salpingectomy or removal of the fallopian tubes, to try and alleviate the symptoms. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Other non-serious events were informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). On an unknown date, the patient experienced allergy to metals ("allergic reaction to the nickel associated with the coils") with urticaria. The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia and back pain outcome was unknown and the allergy to metals had not resolved. The reporter considered pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain and allergy to metals to be related to essure. Diagnostic results: unspecified date: hysterosalpingogram - result not reported. Quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: new legal claim - new lawyers added as reporters, essure removal date update, previously reported event painful bloating update to severe abdominal pain, and new adverse events. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a bilateral salpingectomy or removal of the fallopian tubes, to try and alleviate the symptoms. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Other non-serious events were informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.